Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient had a battery replacement. At that time, the doctor who did the replacement told the patient that his leads were not working and he removed some of his leads but not all. This doctor was planning to do a lead replacement, but then the doctor passed away. The cause of the battery replacement was the patient had to recharge frequently. It was thought there was something wrong with the battery so it was replaced. After replacement, the belief was that the leads were the issue not the battery. Frequent recharging was noted and the patient said the device provided some relief when it was working and would like to get it working again. This was all the information the rep had. The patient was scheduled to have a lead replacement on (B)(6) 2016. Relevant medical history included spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported that the patient had one lead removed. Further, it was found that the lead was cut and seemed to be used as a plug for the implantable neurostimulator (ins). There were no lead fragments left in. The leads were replaced. Post-operation, the patient had recovered.